Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(6). This complaint is related to complaint (B)(4) (two affected oxygenator with lot 70121445) maquet (B)(4) requested the product in question on 2018-05-22. Information received on 2018-05-22 that the product is not available for investigation, therefore no laboratory investigation could be performed by the manufacturer. To determine a probable root cause is not possible at this time. Additionally we received a statement from the territory manager on (B)(6) 2018: "I was told that none of the oxygenators are available to return but I will confirm that today. Last time I spoke with marit she mentioned to me that they think the medtronic cannulas were responsible for the clotting issues and they sent those back to medtronic for analysis." Based on this information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
According to the customer: received a call from the chief perfusionist at (B)(6) hospital that they had four patients that had clotting problems and they are not sure what to attribute this issue to (B)(6) mentioned he is following up with all companies that had product associated with those cases. He asked all the companies involved if they have made any changes to their product lately because they have not had issues like this previously. According to the territory manager, clotting was on in-and outlet side of oxygenator. Three oxygenators were reported. Two devices with lot# will be handled under complaint (B)(4). No harm to the patient was reported. All three oxygenators are scrapped. (B)(4).

Manufacturer narrative:
Removed reference to complaint # 703006892 which was mistakenly noted in the description of the event. Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6).

Event description:
Internal reference: (B)(4).